Manufacturer narrative:
Product location unknown.

Event description:
It was reported that the patient underwent an initial knee procedure about ten years ago. Patient had a sudden onset of pain two months ago. The patient was revised (B)(6) 2018 due to pain and loosening of the patella. The patella was removed and the peg broken off , appears implant was not implanted in bone but in soft tissue. In addition, the articular surface was exchanged as the joint was slightly lax. Tm patella is the only zimmer biomet tmt design controlled part.

Manufacturer narrative:
Upon reassessment of the reported events, it was determined to not be reportable as we do not have reporting responsibility for this complaint. The part involved in the event does under tmt design control. The initial report was submitted in error and should be voided.